Event description:
It was reported that the patient was told to stay on a setting until next week, but they couldn¿t because the pulses were causing them pain. The patient went into their health care provider¿s (hcp¿s) office 3 days ago and was set on program 2. Since then, the patient had felt uncomfortable pulses in the left side of the vagina and bottom. The patient got a call from their manufacturer representative the same day and they recommended staying there until next week, but the patient couldn¿t. The patient would feel these pulses all night long and they wet themselves 2 times 2 days ago and had to change their clothes. This morning, the patient turned stimulation down to 1 and they still got the pulses. At first it was less frequent, but yesterday all night long and today the patient had really been hurting causing them to be sore and tender. The patient was told not to try other programs yet and before the change the patient was on program 1. The patient used the antenna and was program 2 at 0.1v. The patient was walked through changing to program 3 and it was good. The patient didn¿t feel the painful pulses anymore. The patient would see someone at their hcp¿s office in 3 weeks. It was noted that the patient had a stroke. It was further reported that there was a 50 percent or greater symptom reduction. The cause of the event was determined, it was related, and reprogramming was not needed. The troubleshooting, interventions, or other actions taken to resolve the event was that the amplitude was decreased to 3 on (B)(6) 2014. The patient didn¿t go to the bathroom nearly as much as they used to on (B)(6) 2014. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0ldqr, implanted: (B)(6) 2014, product type: lead. (B)(4).